Manufacturer narrative:
Additional information: h6 and h11 h11: upon completion of the investigation, the sling was found not to have been selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. Therefore, this issue has been determined to be caused by user error. Additionally, per the instructions for use (IFU) ¿individual fitting of liko slings and other liko lifting accessories to meet the patient need is of the utmost importance for optimal performance and safety when using the lift.¿ the customer was contacted and offered training on the use of the medical device; however, the customer has not responded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer noted a CT scan was performed on the patient and no further injury was found. The customer reported that steri-strips were used to close the small laceration indicating that a serious injury occurred. Steri-strips are thin, adhesive bandages used to close small cuts or wounds. Based on the use of steri-strips it is reasonable to conclude that medical/surgical intervention was required to preclude permanent impairment to a body structure or permanent damage to body function. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. The device instructions for use state ¿individual fitting of liko slings and other liko lifting accessories to fit the patient is of the utmost importance for optimal performance and safety when using the lift.¿ the lift IFU instructs ¿before lifting always make sure: the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. The IFU also states "exercise care and caution during use. As a caregiver, you are always responsible for the patient¿s safety. You must be aware of the patient¿s ability to make it through the lifting situation. If something is unclear, contact the manufacturer or supplier." An inspection of the lift noted that the device was functioning as designed. No malfunction was identified. The customer reported that they continued to use the lift and there were no further issues. In this event, the customer reported that the patient suffered ¿head lacerations¿ as a result of being lowered to the floor while using a viking m lift. A laceration is a disruption of the skin, commonly called a cut and can have clean straight edges or jagged edges. The exact cause of the reported event is undetermined at this time, however, a use error/misuse of the device cannot be excluded due to the report of the patient being ¿very stiff and leaning forward in the lift¿. The IFU instructs ¿as a caregiver, you are always responsible for the patient¿s safety. You must be aware of the patient¿s ability to make it through the lifting situation¿. Any additional information received will be submitted in a follow up report.

Event description:
The customer reported that during the use of the liko viking m mobile lift, a patient had to be lowered onto the floor during transfer and the patient sustained a small laceration to the back of their head. It was reported that, ¿the patient was very stiff, was leaning forward and came out the front of the sling¿.